Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Later, the same sample was run and the results were 4 mmol/l lower. New reagent was loaded and the system was recalibrated. Qc results were within lab-established ranges. The customer replaced the modular chemistry (mc) sample probe. A bci field service engineer (fse) instructed the customer to switch the na and na reference electrodes. Fse ran post mod health checks and all results passed specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to low sodium (na) results on fifty patients (50) generated on the unicel dxc 800 pro synchron chemistry analyzer. The results were reported out of the laboratory and questioned by the doctors'/nurses' office. The samples were repeated and higher results were obtained. The degree shift ranged from 3-8 megl/l. Amended results were initiated and reported. Patient treatment was not impacted by this event.